Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe leaked medication from the connection site during use. The following information was provided by the initial reporter: "antibiotic being infused into a post op day of patient, medication leaked out. Patient did not get medication. Leaked from between syringe and blue clave, no visible crack in syringe. After attaching a normal saline syringe to blue clave and there was no leaking."

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe leaked medication from the connection site during use. The following information was provided by the initial reporter: "antibiotic being infused into a post op day of patient, medication leaked out. Patient did not get medication. Leaked from between syringe and blue clave, no visible crack in syringe. After attaching a normal saline syringe to blue clave and there was no leaking."

Manufacturer narrative:
H6: investigation summary one 3ml syringe received by our quality team for investigation. Upon visual inspection, no defects or issues observed. Functional testing was performed with and without the max zero device, no leak observed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h10.